Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the atrial port of the pulse generator. The pulse generator was no longer used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis confirmed that it was difficult to insert test leads into the atrial and ventricular ports of the pulse generator and the lead insertion force to insert the leads was out of specification for the product.